Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ti low-profile port with groshong catheter in two segments was returned for evaluation. A cathlock was not returned with the sample. Functional, gross visual, microscopic visual and tactile evaluations were performed. Medical images were also provided and reviewed. The investigation is inconclusive for the reported infusion/aspiration issues, as the circumstances at the time of the reported event could not be replicated in the lab. However, the investigation is conclusive for a complete break in the catheter and for catheter embolism, as a complete break was identified in the catheter in the medical image review and during sample evaluation. The break was observed approximately 10.2 cm from the port distal end and was observed to be circumferentially aligned. The lumen profile at the distal end of the proximal attached catheter segment was observed to have a flattened elliptical shape, the edges of the break appeared to be sharp, and the break surface appeared to be granular. The depth marker just proximal to the break appeared to be worn. The lumen profile at the proximal end of the distal detached catheter fragment appeared to be mostly circular and did not appear to match the break end profile of the proximal catheter fragment. Detailed examination of the tubing ends showed a 1.5 cm length of interim tubing missing. The depth markers distal to the proximal end of the detached catheter fragment appeared to be worn. The medical image review identified evidence of pinch-off syndrome and a migrated catheter fragment overlying the right heart. The reported events and findings from the investigation are confirmed for obstruction of flow, fracture, migration, material separation, and dent in material issues. The investigation findings are consistent with a known complication called catheter pinch-off which occurs due to compression of the catheter within the clavicle/first rib region. This issue can be avoided by inserting the catheter through the internal jugular vein. Subclavian insertions should be inserted lateral to the border of the first rib or at the junction with the axillary vein. Pinch-off likely caused the catheter break and embolism. Pinch-off could have also potentially caused or contributed to the reported infusion/aspiration issues. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4, d4 (expiration date: 05/2023), h6 (method; device: 1562, 2526). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately nine months post port device implant via subclavian vein , the catheter was allegedly unable to aspirate and/ or infuse. Therefore, x-ray imaging was performed which demonstrated catheter fracture and migration of the catheter tip to the right atrium. Reportedly, the port body was removed with local anesthesia in the chest and the catheter tip was removed by cardiac catheterization via right femoral artery. Additionally, the patient received peripheral chemotherapy. The patient was reported as stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. Medical images were provided for review. The investigation of the reported event is currently underway. Medical device - expiration date: 05/2023.

Event description:
It was reported that some time post port device implant, the catheter was allegedly unable to function. Therefore, x-ray imaging was performed which demonstrated catheter fracture and migration of the catheter tip to the right atrium. Reportedly, the catheter was removed and the patient received peripheral chemotherapy. The patient was reported as stable.